Manufacturer narrative:
The impella cp and automatic impella controller data logs were returned for evaluation and analysis. The analysis of the data logs showed evidence of cannula prolapse during repositioning. The pump flow then decreased sharply to approximately 0 liters/minute. When the cannula prolapsed, blood was prevented from flowing across the impeller. This resulted in decreased motor current and pump flow as confirmed in the data logs; therefore, the sharp decrease in flow likely occurred when the cannula prolapsed during repositioning. During the inspection of the returned impella cp it was revealed that the inflow cage and cannula exhibited separation that occurred because the cannula failed and tore. Evidence of extreme high force application was found on the catheter. There was also excessive extension due to stretching of the catheter just proximal to the metal end cap. In addition, damage was found on the tip of the introducer sheath. An inward dent on the tip opposite where the sheath was cut was identified. This dent could have occurred when the device was pulled through the sheath. Because the cannula was prolapsed, the clinician would have been unable to pass the cannula back through the sheath. The physician's attempt to pull the device through the sheath with the tip of the cannula prolapsed may have allowed the inflow cage to wrap over the tip of the sheath and cause the dent. The increased force required to pull the catheter back likely resulted in the separation of the inflow cage from the introducer and the extension of the catheter near the metal end cap. This could not be definitively determined. In conclusion, the most likely root cause of the separation of the inflow cage and cannula was entanglement of the prolapsed cannula with the tip of the sheath. Because of the entanglement, force was applied to the cannula which exceeded the ultimate tensile strength and caused failure of the polyurethane. Retraining of the physician was performed the day of this event to ensure extreme force were not applied to the catheter during removal of the device. (B)(4).

Event description:
The complainant reported that on (B)(6) 2016 a (B)(6) male patient had cardiac arrested at him home. The patient was admitted to the hospital where an impella cp was placed using a 30cm cook sheath. During the placement of the pump the physician observed some prolapse of the cannula as it was pulled back into the sheath. Following device placement low pump flows occurred. The pump flows would not surpass a 2liter maximum at all "p" levels. The cannula was repositioned under x-ray several times, but the flows continued to be low. The physician then attempted to remove through cook sheath and as he pulled the inflow and pigtail separated from device. The detached portion of the device was successfully removed via the aid of a snare. The pigtail was snared in one "smooth" attempt from the patient's vasculature. There was no damage to the native vasculature. Impella support was then aborted. No further intervention or support devices, including impella support were necessary as at that point the patient was stable condition.